Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited intermittent capture and sensing. The lead also exhibited intermittent low impedance. The lead was capped and replaced successfully. The patient's condition was stable post procedure.